Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned. Analysis of the device revealed that the stent was partially deployed and the stabilizer catheter was kinked. During the functional test it was found that a small amount of friction was noted (stent stabilizer/catheter friction), likely due to the observed anomalies. Although there are many potential causes for the issues found during the analysis and functional test, based on the review and analysis of available information the cause of the issue could not be determined.

Event description:
During the analysis of the returned device, it was found that the stent was partially deployed. No clinical consequences reported to the patient.